Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant attempt of lead model 6935, the dft (defibrillation threshold) testing failed at 35 joules. A dft could not be obtained. The lead was not implanted and was replaced with a model 6947 lead. With the 6947, the impedances were high and it was felt the helix may not have been fully extended. The physician rotated the lead but the helix did not seem to engage until it finally 'just popped out'. The patient's pressure slightly dropped and an echo was done. There was no evidence of a perforation. The lead is still in use and the impedances are in expected range. The patient was reported to be stable and continuing to do well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that the distal conductor had blood/body fluid (not obstructed) and there was blood/body fluid on the outer tubing overlay, all insulators were breached cut, there was blood in/on helix/lobe mechanism and mechanism (sleeve head) and there was apparent explant damage.